Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in loss of the abutment. Subsequently, the patient underwent revision surgery on (B)(6) 2017, and the fixture was explanted.